Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, there were no problems with the assembly of the instrument and firing. However, the anvil detached from the shaft and got stuck when about to be extracted. They managed the get it out eventually. The surgery was not prolonged with more than three minutes and there were no post operative complications. There was no patient injury.